Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm observed that the input was damaged and not allowing the trainer to sit securely in the iabp unit. The stm replaced the blood pressure input to front end cable assembly then performed autofill and pump to see if the ECG was reading properly. Subsequently, the stm completed the scheduled pm including all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that upon arrival to perform scheduled preventative maintenance (pm) on the cs300 intra-aortic balloon pump (iabp) , a getinge field service engineer was informed by the customer that the iabp unit had experienced an ECG input error. It was later clarified that the iabp unit was not properly reading the ECG pressure. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.